Manufacturer narrative:
Evaluation summary: the customer's reported problem regarding "system fault" was verified. Upon inspection the device displayed error 112, the motor is not functioning properly. Based on these investigation results the motor was replaced, and no further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "system fault". No patient involvement was reported.

Event description:
Additional information received stating occured during testing.